Event description:
Information received from the field does not address the patient's clinical status but notes loss of sensing and capture on both channels. It was noted that the loss of ventricular capture and sensing may have been caused by an erosion of the ventricular lead insulation.